Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set experienced an occlusion. The patient contacted the customer technical support line regarding his blood glucose level being high at 296 mg/dl for no obvious reason. The patient administered a bolus injection to address the high blood glucose levels. The patient stated that he would go home and change out his site. When customer technical support spoke to patient a few hours later, the patient reported that the high blood glucose levels were resolved by changing the infusion site. No further adverse health outcomes were experienced.